Manufacturer narrative:
As results of component investigation at manufacturer site, it was observed that the stirrer motor had a motor bearing damage. The cause can be related to the rust formed which generates irregularities on the surface of the balls of the bearing. Possible causes of the rust are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united states. A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective stirrer motor. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected parts will be requested back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t is giving an error code on the patient side during service. There was no patient involvement.